Event description:
The home care nurse of a (B)(6) female pt contacted zoll customer support to report that the monitor was making a loud screeching noise and the screen would alternate from blue to white. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon receipt the monitor would reset while powering up. A root cause investigation into the resets is currently underway. A supplemental report will be sent upon completion of the investigation. No adverse event resulted from the monitor resetting. The pt received a replacement monitor.